Event description:
As reported by the user facility: brief inquiry description: air in the arterial bloodlines. Detailed inquiry description: 9 minutes prior to the end of the treatment, noted large bubbles of air in the arterial line. Unable to remove air, therefore the treatment was discontinued, and blood was returned to the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, one (1) photograph was submitted for evaluation. The photograph was visually inspected, and bubbles were observed inside the line. Based on visual findings, air bubbles were noted from the photograph provided; therefore, the reported defect was confirmed. Although defect was confirmed, exact root cause cannot be determined without an actual sample to evaluate. Further investigation of the complaint is not possible. The actual defective device is a valuable tool in investigating the cause of this incident. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.